Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: without additional info, the exact cause cannot be conclusively determined at this time. Eval: device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis and energy dispersive spectroscopy (eds) analysis were performed. Sem analysis shows third body particles on the condyles. Eds analysis shows these particles have the chemical makeup indicative of bone cement. Visual inspection of the tibial plate shows scratching on the superior surface which indicates the presence of third body particles. There is scratching on the distal/lateral portion and the proximal/medial portions of the tibial stem. There is no bone cement present. No manufacturing abnormalities could be detected.

Event description:
It is reported that the pt's knee was revised for loosening. Excessive wear was noted on the articular surface.